Event description:
Police reported that the pt was found dead in 2008. They suspect that the pt died on four days earlier. His infusion device was found near by disconnected from his body. The batteries of the infusion device were depleted and the insulin cartridge was empty. No further info is available. The infusion device was returned for eval.